Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid stent and proximal stent regions were lifted and pulled distally. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube shaft kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-aug-2020 it was reported that crossing difficulties were encountered. A 3.50 x 32mm synergy ii drug eluting stent was selected for use. However, due to highly calcified lesion, the stent could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. However, returned device analysis revealed stent damage.